Event description:
It was reported that tri-fuse bd maxzero mz9270 leaking in the nicu. The nurse stated that the leaking was noticed at the clave. It resulted in subsequent labs, however; it was confirmed during follow up that there was no patient harm.

Manufacturer narrative:
Correction to d.1, d.4, d.11, g.5, & h.4. The customer¿s report of a leak was confirmed at the female luer end of model mz1000-07. The female luer end of model mz1000-07 was observed to have lateral hairline crack. Functional testing was performed; a leak was observed from the lateral hairline crack of the mz1000-07. No issues were observed with the extension set model mz9270. The source of the leak was the lateral hairline crack at the female luer end of the maxzero connector. The root cause of the crack damage could not be definitively identified. Device history record for model mz1000-07 lot 19096761 shows that the set was manufactured on 24 september 2019 with a total of 76,803 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics were not provided. Estimated date of (B)(6) 2020 will be used.

Event description:
It was reported that trifuse bd maxzero mz9270 leaking in the nicu. The nurse stated that the leaking was noticed at the clave. It resulted in subsequent labs but there was no patient harm.